Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s current blood glucose level was 331 mg/dl. Customer has been experiencing highs blood glucose and notices high after lunch. Customer was this morning on a fast and blood glucose was 268 mg/dl, when she went to rewind the insulin pump she had to press the button 2 to 3 times to get it to rewind. Customer stated when she would press the button it went back to the home screen, it went back to rewind and the act button was not responding to rewind. Customer treated high blood glucose with bolus. Customer declined troubleshooting for prime anomaly. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test , occlusion test, no anomaly noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed self test.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test , occlusion test, no anomaly noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed self test.